Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. When ac power was applied to the generator, an error message "fuse blown" was displayed on the screen, confirming the reported event. The fs1 and fs2 fuses were reseated on the power supply board and the system successfully executed the power on self-test with no faults detected. Based on the information provided to abbott and the investigation performed, the reported error message and subsequent cancellation was confirmed. The root cause was isolated to a dislodged fuse on the power supply board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, there was a blown fuse message displayed. There was no visual damage to the device. The procedure was cancelled and there were no patient consequences.